Event description:
In 2008, the distributor reported that during surgery, the revision tool bent. Additional info received via email from distributor on 06 jan 2009, the distributor reported that the revision surgery was for removal of hardware and to instrument other levels. The malfunction, bent, has resulted in an ad an adverse event in the past.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made to obtain the product. Evaluation is pending upon the return of the product.